Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The implantable cardioverter defibrillator (ICD) system was returned from an unknown source requesting device evaluation. Information identified in the manufacture¿s database indicated the patient died approximately 5 months following the implant of the implantable cardioverter defibrillator (ICD) and 6 years following the implant of the right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).